Manufacturer narrative:
Evaluation summary inadvertently left off of follow up report #1. Results of evaluation: conclusion: based on the information recieved and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with the knife stuck in the up position and with excess dried fecal matter present in the instrument. Due to the condition of the instrument, further functional testing could not be performed. Therefore, it coudl not be ascertained as to why the donuts were reportedly incomplete. Mfg and engineering have been notified of the reported incident.

Event description:
The device was used during a colon resection. After completing an end to end anastomosis, the surgeon checked the proximal and distal tissue rings from the shaft of the device. Both tissue rings were incomplete and he questioned the performance of the device. There was no consequence to the pt.